Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during troubleshooting of this system for connection and transmission issues, a red call doctor icon was identified. A review of the device data revealed an out of range shock impedance measurement. No adverse patient effects were reported.